Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer inflating. Upon inspection the physician observed the tubing connecting the pump and cylinder was severed. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The procedure was completed successfully with no patient complications.